Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during dft testing at implant, the svc to can vector reported a low, out of range hv lead impedance. The patient had a sub q array implanted, which may have caused the low impedance. The patient has no further issues.